Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad, ¿check te pad¿ messages, gel leak) was isolated to the electrode belt¿s black pulse wire being broken at the trunk cable. The belt did not pass falloff testing. The root cause for the broken black pulse wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.